Event description:
On (B)(6) 2026, doctor (B)(6) reported to cas that they experienced anterior capsular tears on procedure ids # (B)(6).

Manufacturer narrative:
Review of procedure # (B)(6) does not show indication of capsular tear. Capsulotomy begins on frame 3 with complete breakthrough on frame 8. Recommend reviewing capsular button removal technique. System functioned as designed. No further clinical follow up required.